Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on august 21, 2006, and alleged that her meter was reading inaccurately high. The medical affairs specialist spoke to the patient on august 24, 2006, and obtained and verified the following information. The patient reported that in 2006, she tested in the morning and obtained a "normal" result. She retested in the afternoon, at approximately 5:00 p.m., which is when she normally tests and obtained a result of 450 mg/dl. She took either 25 or 30 units of lantus. She then laid down for a while. She retested at approximately 8:00 p.m. And had symptoms of sweating at the time. Her blood glucose result was 433 mg/dl. She called the hospital for advice and they advised her to come to the hospital. She reported that she went to the hospital at 11:00 p.m. Her blood glucose was tested and the result was 63 mg/dl. She did not eat any dinner during these events, because of the high results. The patient did not receive any treatment at hospital. She was advised to go home and have something to eat. The patient reportedly lost her meter and has not been able to locate it; therefore, she was unable to troubleshoot it. This complaint is being reported, as the patient took insulin following use of the meter and later had developed symptoms and was found to be hypoglycemic at a hospital. A replacement meter has been sent.